Event description:
(B)(4). The patient was enrolled in (B)(6) 2007. A type iii lesion was identified in the left carotid artery. The reference vessel diameter was 7mm and the lesion length was 25mm. There was 75% stenosed as measured via nascet. The target vessel was moderately tortuous and 2+ calcium present. There was ulceration present. There was no thrombus, no dissection and no pseudo-aneurysm present. Cerebral protection was not used during the procedure. A 7mm diameter by 30mm long carotid wallstent over the wire was delivered and successfully placed at the intended site. Pta was documented as not necessary. No heart rhythm stimulant and no vasodilator were used. The procedure was a technical success and there were no operative or perioperative complications. Residual stenosis was 0-29%. Post-procedure, the stent patency was rated na with a residual stenosis of 15%. The patient was asymptomatic. A complication of "post punction hematoma" was reported as a complication less than 24 hours post-procedure. No further data was provided regarding this complication. A single follow-up visit occurred in (B)(6) 2007. The stent was patent with 15% residual stenosis and the patient was asymptomatic. There were no complications since the last visit. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.